Manufacturer narrative:
A medtronic representative went out to the site to preform a system check out. It was noted that they could not duplicate application error on image acquisition system. The system passed all testing and no parts were replaced. 10,213,4315 are associated with system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system was able to take 2 dimensional scan but when the 3 dimensional spin was attempted the reconstruction error popped up and they were not able to get an image. There was no patient present